Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Blood glucose was not provided. Upon follow up, tandem technical support reviewed pump data with the contact and no pump issue was identified. Contact acknowledged information. Customer had reverted to using manual injections for insulin therapy.